Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set fell off during use. Infusion set was in use for 48 hours. No further information available.